Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported a hospital event. A follow up call was made to the patient's peritoneal dialysis nurse. The nurse reported that the patient was in the hospital for a touch contamination peritonitis. The patient was treated with IV and fluconazole. The patient was admitted on (B)(6) 2015 and discharged on (B)(6) 2015. The following is from medical records provided by the patient's treatment facility. The patient presented with abdominal pain and vomiting. The peritoneal dialysis catheter was removed as the patient was found to have candida peritonitis and the catheter was also positive. She was treated with vancomycin and fortaz for 14 days. The patient was transitioned to hemodialysis. She was also found to have hypokalemia that was treated and normalized while admitted.

Manufacturer narrative:
The cycler was not replaced nor returned to failure analysis lab for investigation, pdrn stated issue was due to touch contamination peritonitis. The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. Medical records did not contain hospital notes from previous hospitalization, culture results, and progress notes from the hospital of dialysis clinic, treatment sheets or physician orders for review. There is no documentation in the medical record that indicates a causal relationship between the pt's liberty cycler and the pt's fungal peritonitis. There is no documentation in the medical record that indicates a causal relationship between the pt's peritoneal dialysis solution and the pt's fungal peritonitis. Medical records indicate the source candida peritonitis is secondary to the indwelling peritoneal catheter. The peritoneal dialysis catheter is not a fresenius manufactured product.

Event description:
Pt is a (B)(6) female who had recently been admitted into the hospital for peritonitis and discharged (B)(6) 2015. On (B)(6) 2015, the pt presented to the emergency department with severe, acute, diffuse upper abdominal pain that started overnight. In addition, the pt had fever and chills but denied nausea, vomiting and shortness of breath. Pt had a peritoneal fluid culture from (B)(6) 2015 that revealed the pt had candida growing in her peritoneal fluid. Pt was diagnosed with candida peritonitis secondary to indwelling peritoneal catheter. Pt was treated with intravenous fluconazole. Pt's peritoneal dialysis catheter was removed (B)(6) 2015 and pt was started on hemodialysis. Pt improved and was discharged (B)(6) 2015 on oral antifungal medications.